Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight information. Patient was not sure about the cause. The rep walked patient through the program, changing from a to b; seems to work at this point and not shocking the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient fell down some stairs in (B)(6) 2019 and since then her stimulator has not been working correctly. Patient clarified that she has to keep stimulation at 1v because if she turns it up more, she feels a constant jolt. Patient also mentioned if she wiggles she gets a jolt in her leg, it's quite a shock. Patient was redirected to their hcp and had an appointment on (B)(6) 2020. No further complications were reported.